Event description:
It has been reported that the tube edta gc 16x100 10.0 plblce lav has been found experiencing five occurrences of erroneous results during use. The following has been provided by the initial reporter: observed very divergent qpcr results from matched blood collected in 4ml and 10ml k2edta vacutainers. Complaint 2 of 2.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint or the material numbers referenced since there are no demand or production details found for material numbers 368457 or 367825 going back as far as fy2014. Therefore, further review could not be conducted. A good faith effort has been made for sample follow-up and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the tube edta gc 16x100 10.0 plblce lav has been found experiencing five occurrences of erroneous results during use. The following has been provided by the initial reporter: observed very divergent qpcr results from matched blood collected in 4ml and 10ml k2edta vacutainers. Complaint 2 of 2.